Event description:
It was reported the customer¿s insulin pump alarmed button error and none of the buttons are working. Customer¿s mother did not know customer's blood glucose level. Customer¿s mother reported she did not recall any significant event that may have caused the device to alarm. Customer¿s mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.